Manufacturer narrative:
Patient information is not available for reporting. Additional product codes for this report include htc. Implant and explant dates: device is an instrument and is not implanted or explanted. Initial reporter: hospital contact number: (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing site: (B)(4) - manufacturing date: june 18, 2009 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of a pair of forceps broke during a spine instrumentation removal procedure on (B)(6) 2015. Fragments from the broken device did not fall into the patient. The procedure was completed with a like product. A two (2) minute surgical delay was noted, but no patient harm was identified. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the investigation has shown that the pliers show signs of heavy wear; they are 6.5 years old; the hardness testing measurement results were within the tolerance range. The complaint is confirmed but not valid from the manufacturing standpoint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.